Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the physician noticed on x-ray that the right atrial (ra) lead had moved. A higher threshold was also identified than the implant thresholds. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.